Event description:
Ous MDR - this pacemaker had reached eri sooner than expected. No dates were provided and no indication of the device being explanted or any other intervention. No adverse patient side effects were reported.

Manufacturer narrative:
On 10/13/2016 - the manufacturer provided us with an updated analysis. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Initially the pacemaker was subjected to a visual inspection. No anomalies were observed. The device housing as well as the header proved to be flawless. Subsequently the pacemaker was subjected to an electrical analysis. An initial interrogation of the pacemaker was properly feasible. The pacemaker operated as expected during the device interrogation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. At a next step the memory content of the device was inspected, showing a significant voltage drop on the 10th of april 2016. The data documented that the voltage recovered in the following days. Therefore the pacemaker was monitored for a long term period. During this time the voltage did not decrease further in an unexpected manner. Therefore the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies and the battery was not depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any abnormality. In particular the current consumption proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a charged battery. The battery was subjected to a micro-calorimeter analysis and all measured values proved to be within specification. An x-ray examination showed a flawless structure of the battery. At a next step, the battery was opened for destructive analysis (figure 2). During the inspection of the inner assembly no peculiarities were observed. The battery was found to be within specification. Could not be determined. In particular, the pacemaker proved to be fully functional during analysis and the voltage recovered and did not decrease again in an unexpected manner. However, based on the significant documented voltage drop on april 10th, 2016, an intermittent damage of the electronic module cannot be excluded. Please note that besides this observation the therapy functionality of the pacemaker was fully available at any time while the device was implanted and in service. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialog between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Initially the pacemaker was subjected to a visual inspection. No anomalies were observed. The device housing as well as the header proved to be flawless. Subsequently the pacemaker was subjected to an electrical analysis. An initial interrogation of the pacemaker was properly feasible. The pacemaker operated as expected during the device interrogation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. At a next step the memory content of the device was inspected, showing a significant voltage drop on the (B)(6) 2016. The data documented that the voltage recovered in the following days. Therefore the pacemaker was monitored for a long term period. During this time the voltage did not decrease further in an unexpected manner. Therefore the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies and the battery was not depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any abnormality. In particular the current consumption proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a charged battery. The battery was subjected to a micro-calorimeter analysis and all measured values proved to be within specification. An x-ray examination showed a flawless structure of the battery. At a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly no peculiarities were observed. The battery was found to be within specification. In summary, despite an exhaustive analysis, the root cause of the clinical observation could not be determined. In particular, the pacemaker proved to be fully functional during analysis and the voltage recovered and did not decrease again in an unexpected manner. However, based on the significant documented voltage drop on (B)(6) 2016, an intermittent damage of the electronic module cannot be excluded. Please note that besides this observation the therapy functionality of the pacemaker was fully available at any time while the device was implanted and in service. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialog between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.